Event description:
A vaxcel plus dialysis catheter was implanted for therapeutic purposes in 2005. It was reported the stitches tore open and the catheter was stitched again. After two weeks, the stitches tore open again and the cuff of the catheter was outside the body. Before a new catheter could be inserted, the pt developed a fever and was hospitalized about 5 weeks later. The pt remained in the hospital for about three weeks and it was unk what caused the fever.